Manufacturer narrative:
Lot #: the suspect lots were 20g027 and 20h028. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused. The devices were filled with 13.5g piperacillin/tazobactam in 230ml 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. Correction to d4 lot#. D4: the correct lot# is 20g027, previously submitted as asku. Lot # 20h028 will be removed as suspected lot. H4: the lot was manufactured from july 01, 2020 - july 06, 2020. H10: two (2) actual samples were received for evaluation containing 31 and 33 ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed on both samples and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.